Event description:
The manufacturer received information that a ventilator service required alarm had occurred on a trilogy o2 ventilator. There was no harm or injury reported. Device evaluation results from 22 july 2025 were reviewed with the following findings: on device evaluation, a ventilator service required alarm did not occur during operational testing at the repair center. Record of error code e-349 was confirmed to be present in the error log indicating communication between the host and the oxygen blending module (obm) was lost. This may impact therapy. The oxygen blender printed circuit board assembly and interface printed circuit board assembly were replaced to address this issue. Periodic maintenance activities were completed on the device. After repair and maintenance, the device passed final testing and was confirmed to operate properly.